Event description:
It was reported that the fiber was tested before procedure and the energy was selected. During the lithotripsy procedure, the fiber performed well. However, after a while, it was found that the flexible endoscope was pierced, and the fiber was broken into parts. The endoscope and fiber were replaced, and the procedure was completed without patient consequences.